Event description:
It was reported that the pacemaker had approximately six years remaining at the last check. The patient was seen in-clinic for a routine follow-up and the device was found in safety mode. The patient was asymptomatic. The plan is to replace this device soon. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The device is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker had approximately six years remaining at the last check. The patient was seen in-clinic for a routine follow-up and the device was found in safety mode. The patient was asymptomatic. The plan is to replace this device soon. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. Multiple attempts were made to obtain information regarding the return and unfortunately, the hospital has the device in their possession. The device has not been returned and the timeline of the return is not known. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that the pacemaker had approximately six years remaining at the last check. The patient was seen in-clinic for a routine follow-up and the device was found in safety mode. The patient was asymptomatic. The plan is to replace this device soon. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The device is expected to return for analysis.